Event description:
It was reported by service report that the nurse call cord is damaged. The 37 pin connector has wires hanging out of it. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.